Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition the user guide was reviewed and it states as a warning before starting peritoneal dialysis treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted technical support to report that their doctor believes that they are retaining fluid. The patient reported that they have been having cramps for the past week. The patient also reported that they have been receiving please check patient line and drain line messages, drain complications encountered, and scale reading error warnings was received during their dwell of an unknown phase of their pd treatment. The blue pin was not pushed in. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient's cramps were a result of peritonitis. The pdrn stated that the test results were received on (B)(6) 2020. The pdrn stated that the patient was prescribed vancomycin. The pdrn stated that the patient is reported as recovering. The pdrn stated that the patient was able to complete treatment. Upon a second follow up, the pdrn stated the patient presented to this outpatient clinic on (B)(6) 2020 with complaints of abdominal pain. The pdrn reported cultures taken on (B)(6) 2020 in the outpatient clinic presented with staphylococcus lugdunensis and a white blood cell count (wbc) of 253/mm. The pdrn stated the patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cyclic. The pdrn reported the patient did not require hospitalization and was prescribed intraperitoneal vancomycin at 1000mg every five days for 21 days. The pdrn stated the patient is currently recovering from this event and continues ccpd therapy on the same liberty select cycler at home without further reported adverse events. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set, and the adverse event of peritonitis, characterized by the presence of abdominal pain. It is well established for those patients undergoing peritoneal dialysis (pd) therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of touch contamination during ccpd therapy on the liberty select cycler due to nonadherence of aseptic technique. This is further evidenced by the presence of a gram-positive bacterium that is a known contributor to peritonitis. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.